Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that premature battery depletion was noted on the implantable cardioverter defibrillator (ICD). The physician explanted and replaced the ICD. The patient condition was unknown.